Manufacturer narrative:
Account replaced the head cylinder to correct the issue.

Event description:
Account called and stated that the head hi/low was drifting down. No report of injury. Found in hallway.